Event description:
It was reported that the patient underwent a posterior spinal fusion at t3-11 to treat ais. It was reported that during insertion of the set screw into the bone screw that metal fragments came off of the set screw. The screw and fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.